Event description:
It was reported that a request from a hospital physician was received to disable high voltage therapy as the patient was receiving CPR. The patient had received a single shock before a hospital staff immediately began to externally defibrillate the patient. The patient passed away from natural causes before any reprogramming could be done. Upon interrogation, the device was found to be in backup vvi.